Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the lad. Approximately 2 years later the patient suffered a stroke. The patient was treated with placement of a stent in the carotid artery. Investigator has indicated that the reported event was not related to the study device. Patient is reported to be in remission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.